Manufacturer narrative:
To date, the device involved int he reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
Case was a posterior cervical. Patient was in the prone position in pins, with the radiolucent skull clamp. After the patient was prepped and draped before incision was made, the skull clamp and pins slid own approximately 3 inches causing the scalp to bleed. Staples were applied to the scalp. Skull clamp was removed and a different skull clamp applied. Patient was redraped and the surgery began.